Event description:
It was reported that during attempted insertion of the iab, the catheter could not be advanced through the introducer sheath. As a result, the assembly was removed and replaced. There were no patient complications.